Event description:
It was reported that during onsite repair field service engineer observed visible smoke and melting on the level sensor cable. No patient involvement or injury was reported.

Manufacturer narrative:
During a service call field service engineer reported that after priming the system the level sensor cable burnt. Fse replaced the level detector and cable and the system is now working within amo specifications.